Event description:
The customer received a blood glucose reading of 271mg/dl on the breeze2 meter, was re-tested on a hospital meter and the reading was 127mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. New meter and strips were sent to the customer.